Manufacturer narrative:
This event occurred in (B)(6). Qc results on the meter were fine. The test strips were requested for investigation. The customer returned the meter; the test strips were not returned. The meter appeared undamaged and was clean on the outside. Relevant retention test strips were measured with the returned meter with a high level control sample: testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. All inr values were within the specified target ranges. Relevant retention test strips (lot 391907) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned high inr results for 4 patients tested on coaguchek pro ii meter serial number (B)(4) compared to an unknown laboratory method. The customer provided discrepant results for 2 patients. Patient 1 result from the meter was > 8.0 inr. The result from the laboratory from a sample drawn at the same time was 2.2 inr. Patient 2 result from the meter was > 8.0 inr. The result from the laboratory from a sample drawn at the same time was 2.6 inr. The patients' therapeutic ranges were not provided.